Event description:
Product analysis on a vns programming wand revealed the serial data cable had an intermittent conductor. A known good bench serial data cable was substituted and all communications error cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.